Event description:
As reported to coloplast though not verified, sling was eroding and migrating from its original intended position.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.